Event description:
Per the clinic, the patient experienced tenderness around the implant site. The issue was resolved by removing an area of granulation (date not reported), in addition to the use of an ointment and alternate sound processor positioning. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.